Event description:
It was reported that during metatarsophalangeal joint (mpj foot surgery) two pieces from the tip of the drill broke off inside the metatarsal head of the patient when the surgeon was counter sinking the screw. The pieces were seen on fluoroscopy after surgery. The pieces of the drill were not removed. There was no adverse consequence to the patient reported, to date.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.